Manufacturer narrative:
Dates estimated. The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature article title: effectiveness of mitraclip therapy in patients with refractory heart failure.

Event description:
This is filed to report during the procedure, the patient experienced stroke. It was reported through a research article identifying the mitraclip device used in a patient with refractory heart failure and mitral regurgitation (mr) with grade 4. One or two clips were implanted. During the procedure, the patient had a stroke. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. Based on the information reviewed, a cause for the reported cerebrovascular accident could not be determined. The reported patient effect of cerebrovascular accident as listed in the instruction for use (IFU), is a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.g2. Literature added / foreign, health professional, company representative removed.

Event description:
Details are listed in the attached article, effectiveness of mitraclip therapy in patients with refractory heart failure.